Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead exhibited noise over-sensing which caused inhibition of atrial pacing. It was also noted that the right atrial (ra) lead exhibited intermittent under-sensing. No intervention was performed. Patient status was not reported.